Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc), during use during dwell 4 of 5. The hc alarmed system error 2240 in dwell. The hp was still connected, the supply bag was empty and solution was only in the heater bag. The baxter technical service representative (tsr) asked if any of the bags came undone. Per the hp, none did. The tsr explained the alarm and helped the hp to clear the alarm by turning the hc off then on. The hc then alarmed system error 2367. The hp cycled the hc off then on. The hc was back at press go to start. The hp would finish with a manual bag. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) on (B)(4) 2011 regarding the system error 2240 alarm. The home patient (hp) stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.